Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The lcd module was physically damaged. During evaluation, the device was found to have a depleted internal battery which was failing to charge. The internal battery and top case which houses the lcd module were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4)

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen and the display was unreadable. During evaluation of the device, the device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the unresponsive touchscreen and unreadable display was physical damage due to external impact; the root case of the internal battery issue was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen and the display was unreadable. During evaluation of the device, the device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.